Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately forty-two months after the implantation, the patient developed increased power consumption on his right-sided vad . Acoustic testing is reported to have confirmed pump thrombosis. The patient's right-sided vad was exchanged on (B)(6)2014. The site noted that the explanted pump had multiple thrombi on the impeller. Subsequently, the patient expired. Details regarding the cause of death and whether an autopsy was performed were not provided. Investigation is ongoing.

Manufacturer narrative:
Hvad® pump was not returned to heartware for evaluation despite multiple attempts to obtain it. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis. Device thrombus is a known potential complication associated with lvad therapy and is noted in the IFU. This risk may be increased with use of the device in the right ventricle and potential for ingestion of thrombus from the venous circulation. Photographs provided by the site confirmed material deposits on the anterior and inferior aspects of the impeller; however, pathological analysis of the material was not available. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Product was not returned by the site.